Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction and there was no sound when used as a stand-alone. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) confirmed there was no sound and a speaker inop. Message was present. The rse provided the customer with a quote for a device exchange. The quote was accepted, and the replacement was shipped to the customer. The original device was sent to a philips authorized service repair facility for further evaluation. Results of functional testing indicate no speaker sound at start up test. Failed at manual power on test. Based on the information available in case and the testing conducted, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Manufacturer narrative:
Good faith efforts (gfe) confirmed there was no sound and a speaker inop. Message was present. The rse provided the customer with a quote for a device exchange. The quote was accepted by the customer and the issue was resolved. Based on the information available in the case and provided by good faith effort (gfe) responses, the cause of the reported problem was unconfirmed as the device was exchanged. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.